Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified external iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured at the center. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.